Manufacturer narrative:
Results: the 3max was fractured approximately 61.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 3max was fractured. This type of damage typically occurs due to improper handling during removal of the device from its packaging. If the device is forcefully retracted out of its packaging hoop at an angle, damage such as this may occur. The non-penumbra guidewire mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a penumbra system 3max reperfusion catheter (3max) for a thrombectomy procedure, the hospital staff noticed that the 3max was fractured at the mid-shaft when attempting to flush it and insert a non-penumbra guidewire through it. The damaged 3max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3max.